Event description:
It was reported that the patient was found to have an eroded urethra during evaluation for an artificial urinary sphincter (aus) procedure. The procedure was canceled while the patient was under general anesthesia. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.